Manufacturer narrative:
(B)(4).

Event description:
It was reported that high impedance was observed in operating room during initial implant surgery. It was reported that this was a first vns system implant for the patient. The lead was connected to the generator and high impedance value obtained on system diagnostic test. It was reported that the lead was immediately changed a new one and the lead impedance was normal following connection to the generator. Review of manufacturing records confirmed all tests passed for the device prior to distribution.

Event description:
The lead opened but not used due to the high impedance reading was returned to the manufacturer and analyzed. Though difficult to state conclusively, the absence of a set of setscrew marks on the connector pin may confirm this to be a contributing factor for the reported "high impedance" allegation. Three single setscrew indentations were noted at the end tip of the connector pin suggesting that the lead connector was not inserted completely at one point in time. No observed product related anomalies with the intact returned lead; location of setscrew mark suggests incomplete insertion of lead into generator header cavity.